Manufacturer narrative:
The customer proceeded with repair. Stryker replaced the device's system pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to inoperative component y1 on the single board computer (sbc).

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was found to be unable to complete the boot-up process. The customer was provided a quote but declined repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.